Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 98 machine was observed to have a missing wheel during an unspecified process step. The machine was difficult to manipulate and was at risk of tipping over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the wheels were in poor condition. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the damaged wheels which were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.